Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported failure to open the clip. The clip was manually removed from the delivery system and attached to a proxy device and the clip was able open smoothly with no issue noted. A review of the complaint handling database found no similar incidents from this lot reported for failure to open clip. Av conducted a thorough root cause analysis and determined the issue may be related to manufacturing. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow up report will be submitted with all relevant information. The steerable guide catheter is filed under a separate manufacturing report number.

Event description:
This report is filed as the mitraclip was unable to open and then was difficult to remove with the steerable guide catheter. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 4. The clip delivery system (cds) was advanced to the left atrium and was steered down into position. Following, the on attempt to open the clip, the clip was unable to open. Troubleshooting maneuvers were performed, however, this clip would still not open. An attempt was made to quickly remove the cds; however, during removal, the clip was hanging at the tip of the steerable guide catheter (sgc). The clip was unable to be freed from the sgc tip and was still unable to open. The cds and sgc were removed as a single unit at the groin site via a surgical procedure. Following, sgc tip tears were noted. Reportedly, the tears were due to the clip attachment to the sgc tip. There was a delay reported; however, there were no associated clinical symptoms. The mr remained grade 4. Reportedly, the patient had no subsequent problems and another mitraclip procedure will be performed in 6-8 weeks. There was no additional information provided regarding this issue.